Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that controller became unresponsive and wouldn't power on. Pt stated they attempted to reset the controller and it didn't resolve. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed no device found displayed on controller. Ps instructed pt to charge their implant. Pt then connected recharger and confirmed controller battery was too low to charge implant. Ps instructed pt to charge their controller then charge their implant and call back if they have any issues. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that pt was "not feeling" therapy since yesterday. Pt had talked to a manufacturer representative who suggested the pt call the manufacturer. During the call, pt performed a hard reset of the controller. Pt then used the physical white button to turn stimulation on and adjusted intensity settings up. Pt had group a, and 1 program in group a. Pt confirmed the therapy settings were adjusting up, but pt still could not feel therapy. Pt mentioned they used to be able to access adaptive stim on their controller, but now they could not access adaptive stim since yesterday. The patient was redirected to their healthcare provider to further address the issue. During the call, the pt performed a hard reset of the controller. Pt then used the physical white button to turn stimulation on and adjusted intensity settings up. Pt had group a, and 1 program in group a. Pt attempted to access the submenu for program 1, but could not access the submenu; pt clicked on program 1, but submenu did not open. Pt could adjust therapy settings on controller using directional arrows. Pt mentioned they used to have more programs and groups on their controller; pt had only 1 group(group a) on their controller and 1 program within group a since yesterday. During the call, pt clicked on group a, but could not access additional groups.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.